Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on 04/15/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: on investigation, the battery compartment was found to have cracked below the grip pad. The pump powered up to the display and functioned properly. (B)(6).